Event description:
It was reported that there is a broken mwm052 (perform humeral impactor tip). The afflicted instrument mwm052 was attached to mwm038 while impacting mwx4ss into the patient. Mwm052 broke into two pieces which were removed, a backup tray was opened, and the surgery was continued normally.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that there is a broken mwm052 (perform humeral impactor tip). The afflicted instrument mwm052 was attached to mwm038 while impacting mwx4ss into the patient. Mwm052 broke into two pieces which were removed, a backup tray was opened, and the surgery was continued normally.

Manufacturer narrative:
Correction: h6 health impact code. The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the visual inspection of the returned device reveals that the impactor tip has fractured into two separate pieces. Several external impact marks are evident on the tip's surface. The observed breakage pattern, originating from the specimen¿s edge and characterized by v-shaped features, suggests catastrophic failure likely due to rough handling or excessive application of mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. This issue has been addressed by a corrective action. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused by application of excessive mechanical force. If more information is provided, the case will be reassessed.